Manufacturer narrative:
(B)(4). The device is included in the med device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(4), 2009).

Event description:
It was reported that the lead slipped through the titanium sleeve resulting in lead migration. The pt had experienced a loss of stimulation in bilateral back legs. Stimulation was felt in the lower leg and back. X-ray revealed lead migration. The leads were explanted and replaced. The titan anchor was still sutured in the original location.